Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation was informed of an event involving dh-28gr. The hood separated at the junction of its two sections while attached to the endoscope, and the distal section fell into the gastrointestinal tract during an endoscopic submucosal dissection. The piece was retrieved with a biopsy forceps. Another hood was attached to the endoscope, and the procedure was completed successfully without harm or injury. There was no death reported with the event.